Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
#3101 = pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Event description:
It was learned that a 3300tfx 21mm aortic valve, implanted for two (2) years and 10 months, was explanted due to pannus ingrowth. Echo demonstrated increased gradients across the aortic valve. During explant, the valve leaflets looked fairly normal with a small area of pannus ingrowth on the aortic side of one of the leaflets. The valve was explanted and was turned over which revealed extensive pannus ingrowth on all three cusps. Subvalvular pannus was also removed. The explanted device was replaced with an 11500a 23mm inspiris resilia valve. There were no intraoperative complications. The patient was transferred to the ICU in critical but stable condition. Postoperative echo showed a well-seated aortic valve no perivalvular or central leak noted. The mean and peak gradient throughout the valve was 9 and 15mmhg. He was discharged home on pod #4.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 21mm aortic valve, implanted for two (2) years and 10 months, was explanted due to unknown reasons. The explanted device was replaced with a 11500a 23mm inspiris resilia valve. No other details provided.